Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Vessel spasm, ischemia and intracranial hemorrhage are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01031, 3005168196-2015-01032. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system reperfusion catheter 032, a penumbra system reperfusion catheter 054, and a penumbra system separator 032. Mechanical thrombectomy was done with the penumbra system without vessel injury. The physician used another manufacturer's device followed by administration of reopro (abciximab) and tissue plasminogen activator (tpa) for a distal occlusion in the left m2 branch and revascularization was achieved. After the additional interventions, a vasospasm in the cervical ica and a new ischemic stroke (bilateral a2 occlusions) were noted on the procedural angiograms. The 24 hour post procedure imaging showed evidence of intracranial hemorrhage, hemorrhage infarction type 2 (ich, hi-2). The committee reviewed and adjudicated the vasospasm, ischemic stroke and intracranial hemorrhage. The vasospasm was adjudicated to be a non-serious adverse event, possibly related to the penumbra system, probably related to the angiographic procedure and unrelated to the intravenous tissue plasminogen activator (ivtpa) and the index stroke. The new ischemic stroke was adjudicated to be a serious adverse event, probably related to the penumbra system, probably related to the angiographic procedure, probably related to the index stroke and uncertain relationship to the ivtpa. The intracranial hemorrhage was adjudicated to be a non-serious adverse event, possibly related to the penumbra system, possibly related to the angiographic procedure, possibly to ivtpa and possibly to the index stroke.